Manufacturer narrative:
The investigation for the console (aic) shutdown issue has been completed. The console was returned for evaluation. During functional inspection, the reported complaint could not be reproduced. The batteries were tested and confirmed to be working correctly. A firmware check was performed, and communication between the 4-in-1 and pbm was confirmed to be working correctly. The pbm was temporarily removed from the console and inspected for physical defects, and none were found. Data logs were reviewed which revealed an occurrence of an unexpected controller shutdown, and immediately preceding the unexpected controller shutdown, battery 1 was reporting an unknown error via its status bits. Battery manager channel 1, for battery 1, was also not accurately detecting the state of the ac power connection, in comparison to battery manager channel 2. The discrepancy in status and charging information between battery 1 and battery 1 indicated a potential malfunction of the pbm preceding the unexpected controller shutdown. The root cause of the reported complaint (unexpected controller shutdown) was determined to most likely have been an intermittent malfunction of the pbm. No other potential causes were identified. Added-d9 device return date. D4-corrected model number.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer; and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported impella automated impella controller (aic) while in use had an unexpected shut down. The screen went black and turned back on in approximately 10 seconds. When the aic turned back on, the screen looked purple. When the aic turned back on, impella flows slowly ramp back up to the p-level p-8 that it was on before the shutdown. The aic was exchanged, and the patient was noted to be in stable condition.